Manufacturer narrative:
Findings: unit received with cracked and bleeding glass on lcd board. Unit received with cracked lcd window and battery tube threads. Unit received missing end cap sticker. Unit received with broken belt clip slot. Unit received with scratched case. Unit received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the case is broken.